Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user entered a dexcom g7 four-digit pairing code into the ilet, but the ilet was not receiving cgm data until the user was guided to start the sensor on the ilet and reenter the g7 code, after which pairing was successful; the user performed a fingerstick of 290 mg/dl and entered the value to obtain a correction. Symptoms included hyperglycemia. Outcomes included no hospitalization, no third-party medical assistance, and no adverse events. Investigation included customer interview and technical troubleshooting with user education. Investigation of this case revealed user setup error resulting in initial cgm pairing failure that resolved after proper sensor start and code entry. It was concluded that the device functioned as intended after correct setup and that the event was attributable to use-related error. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.